Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 device history record: the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the base handle was closed without 6in transitional installed and deformed hole. The 6in transitional teeth, adjustment wrench thread, shock cushion, and 1/4in pin are worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning is also required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking handle on the mayfield ultra base unit (a2101) was making noise and does not feel secure when locked. Transition member was not sliding smoothly in and out. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.